Event description:
The complaint was reported as: the complaint alleges that the circuit disconnected from the cuff which resulted in a leak. The clinician noticed the separation and reconnected the circuit. Upon inspection, it was noticed that the circuit did not have the revised tubing to prevent tubing disconnection. No report of pt injury.

Manufacturer narrative:
Investigation report: a visual, dimensional and functional inspection could not be conducted since the device product was not returned. Review of the assembly and mfg procedure for catalog# 2414 were reviewed and no findings that can potentially related to the reported issue were found. The device history record (DHR) review was conducted on the reported lot number. No issues or discrepancies were found related to this complaint. The DHR shows that the product was assembled and inspected according to our specs. The customer complaint was not confirmed due to the lack of the product sample to perform a proper investigation and determine the root cause. However, based on similar complaints, a project was opened by r&d department in order to implement the corrective actions to assure a more robust retention (CAPA (B)(4)). Also, a validation (B)(4) was performed (closed (B)(4) 2011).